Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. Upon review, it was revealed that the pacemaker exhibited automatic mode switch episodes due to atrial over-sensing. Also, potential retrograde conduction that fell into the post ventricular atrial refractory period (pvarp) was noted. Programming changes were discussed. No intervention made at this time. There were no patient symptoms reported.